Event description:
During the peripheral arterial occlusion procedure of the bifurcation of the vertebral artery and posterior inferior cerebellar artery, an orbit galaxy coil (640cf2505/15613196) would not detach at the green zone using a dcs syringe ii (635-002/96331209). Although, an attempt was made to detach at the red alternative detachment zone, the situation was the same. Therefore, both the orbit galaxy and syringe were replaced for new products (640cf2505 and 635002/lots are all unknown). The new coil was detached with the new syringe without any difficulties. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The green zone was not exceeded prior to the coil failing to detach, and it is unknown how many coils were successfully placed in the target aneurysm using the same syringe. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the excelsior sl10 microcatheter (stryker, type str). The vessel was mildly tortuous but the level of calcification was unknown, and no patient information was provided. The complaint products are not going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the peripheral arterial occlusion procedure of the bifurcation of the vertebral artery and posterior inferior cerebellar artery, an orbit galaxy coil ((B)(4)) would not detached at the green zone using a dcs syringe ii ((B)(4)). Although, an attempt was made to detach at the red alternative detachment zone, the situation was the same. Therefore, both the orbit galaxy and syringe were replaced for new products ((B)(4)/lots are all unknown). The new coil was detached with the new syringe without any difficulties. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The green zone was not exceeded prior to the coil failing to detach, and it is unknown how many coils were successfully placed in the target aneurysm using the same syringe. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also, no damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the aneurysm or in the excelsior sl10 microcatheter (stryker, type str). The vessel was mildly tortuous but the level of calcification was unknown, and no patient information was provided. The complaint products are not going to be returned for evaluation. No additional information is available. Review of lot 15613196 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the products involved in the event, the reported event could not be confirmed. The information provided indicated that it is unknown how many coils were detached with the syringe, the label for use indicates that the syringe can be used with 5 units before changing to a new device. Additionally, the DHR indicated that there were no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.